Manufacturer narrative:
The impella pump has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported the attempted implant of an impella 5.5 device for mechanical circulatory support (mcs) to a patient with cardiomyopathy was unsuccessful. Preoperative computed tomography (CT) scan was obtained morning of surgery to evaluate anatomy. Surgeon expressed concern about tortuosity of vessel and the impella's ability to be safely passed through vessel . After collaboration with cardiology, decision was made to proceed with impella placement due to elevated risk during scheduled robotic procedure. Patient was prepped and draped in a normal fashion. Incision was made over right axillary artery. Artery was determined to be of good caliber and quality. A 10mm gelweave graft was sewn to the artery with approximately 30-degree bevel. At this point attention was turned to obtaining ventricular access. An .035 guidewire was inserted to the impella access sheath with difficulty passing through innominate artery into the ascending aorta. A pigtail catheter was used to aid wire but attempts to access ascending aorta were still unsuccessful. The .035 wire was exchanged for the impella .027 wire without successful access. The pigtail catheter was exchanged for an al-1 catheter, but again this was unsuccessful due to a sharp curve in patient's innominate artery. At this point, interventional cardiology was called in. A bern catheter in combination with impella .027 wire was able to successfully access the left ventricle by cardiology. Attention was then turned to placement of the impella device. It became immediately apparent that it was going to be very difficult to pass the impella through the tortuous anatomy. Multiple attempts to place different buddy wires were made with various stiff wires including stiff guidewires and a lunderquist but were unable to pass through the curvatures. Discussion was made regarding straightening or repositioning the patient's arm, but the surgeon was concerned about too much continued manipulation of the artery. Discussion was made regarding alternative access sites. It was noted the patient already had a sternotomy and will require another for left ventricular assist device placement; therefore, to redo sternotomy for direct placement was not an option. The left axillary artery appeared to be feasible on CT scan, however surgeon did not want to attempt as the pump and left axillary insertion site would be in the way for the left robotic diaphragm plication. The patient had remained stable throughout the entirety of the case in which the decision was made to abort the case. Additional comments from the physician noted it was not the fault of the impella pumps and was an expected outcome given the tortuosity of the vessel.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The returned product was visually inspected and a cannula kink was observed. The root cause of the delivery issue was most likely patient condition related, surgeon expressed concern about tortuosity of vessel and impella ability to be safely passed through vessel.